Manufacturer narrative:
(B)(4). Batch # = k90z00. The analysis results found that the er420 instrument was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally evaluated. During the analysis, the device was cycled and the remaining 17 clips were ejected; finally the instrument locked out as intended. The reported event could not be confirmed as the device opened and closed during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 3/10/2016 information asked for but unknown or not provided during initial contact. Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. Additional information was requested and the following was obtained: was the device stuck on tissue or a vessel when it would not open? On a vessel. How was the device removed? Another clip applier was used next to the device and the device was removed by manually cut off. Were the device jaws eventually able to be opened? No. Was there any patient consequence as a result of the device issue? No.

Event description:
It was reported that during an unknown procedure, the jaws of the device could not open after firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.